Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Healthcare professional reported "severe capsular contracture" (grade IV). Total capsular removal occurred during explant surgery and device was not replaced due to recurrent seroma "with discomfort" that "frequently needed fine needle aspiration". Physician noted patient has "good prognosis".

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification a5b: caucasian. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on 24/jul/2017. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and lymphoma-alcl are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: recurrent seromas, lymphoma alcl.

Event description:
Physician reported left side seroma. Regulatory agency later advised they had received a physician report of bia-alcl stage: n0m0. Histological markers cd30+, alk- (analysis of seroma and capsule) have been confirmed. The implant has been removed. Patient is now in remission. This record refers to left side.